Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable pump for spinal cord injury/disease and intractable spasticity. It was reported that the hcp stated that the patient had a refill on (B)(6) 2025 and since then had been hearing the pump alarm. The logs showed a low reservoir alarm on (B)(6) 2025 as well as (B)(6) 2025 in addition to a motor stall and recovery logged on (B)(6) 2025. Initially the hcp stated the patient did not have an MRI on that date but they talked with the patient further and found out they were in the hospital at that time and may have had an MRI on that date. The agent reviewed how to silence alarm and after update home screen no longer showed active alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.